Event description:
Drug/diluent: 0.2% ropivacaine. Fill volume: 270ml. Flow rate: 5ml/hr. Procedure: popliteal block. Cathplace: unknown. An incident of fast flow was reported. Incident of fast flow was reported. Incident as reported by the distribution: defect code- "empty too fast- 24 instead of 40, function too high" incident as reported by the customer: "the elastomeric pump was filled with 200ml naci and ropivacaine 2% (200ml instead of 270ml). Even if one takes account of the fact that only 200ml in 270ml causes more rapid infusion, it is unacceptable for the pump to have emptied in just 24 hours rather than 40 hours. Apparently the capillary was in permanent contact with the skin. Please have the pump analysed and checked for defects. A number of incidents like this have been reported in recent weeks." No adverse events or medical intervention reported.

Manufacturer narrative:
Method: at this time I-flow is pending the return of the device. Once received an investigation and evaluation will be performed on the sample returned. A review of the device history record (DHR) was conducted for the lot number provided. Results: results of the evaluation are in progress. Per the DHR the lot meet manufacturing specifications at release. Conclusions: a conclusion is not yet available as the sample is pending investigation and evaluation once received. A follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.